Event description:
Eccentric balloon during prep. Upon evaluation of device was found to have burst, not be eccentric.

Manufacturer narrative:
The device balloon could not be inflated to check eccentricity because the balloon has burst. Visually the edges of the burst are ragged, and there is inconsistent wall thickness. Visually the device has no other defects. Water was introduced through all of the device lumens and the water flows from where it should, with no functional defects detected. There are no other defects detected with this device.